Event description:
There was an allegation that a questionable low result for 1 patient sample tested with elecsys hcg+beta assay on a cobas e 411 analyzer (rack system) contributed to a patient's miscarriage. The initial result was reportedly 2.0 miu/ml. Based on the initial result, the customer allegedly concluded that the patient was not pregnant. It was alleged that, as a result, the patient's pregnancy maintenance medication was discontinued. A few days later, the patient performed a urine pregnancy test, resulting in a positive result, prompting the repeat of the sample. On (B)(6) 2025, the 1st repeat result was 233.2 miu/ml. On (B)(6) 2025, the 2nd repeat result was 240.8 miu/ml. When the positive result of the urine pregnancy test was obtained, the patient's treatment was reportedly resumed to support the pregnancy. But allegedly, the patient had a miscarriage.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). No calibration influence was observed. The provided qc was within range, but the correct date of measurement was not visible in english. A general reagent or analyzer problem can be excluded since the qc was within ranges. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Due to the limited information, further investigation could not be performed. Although the cause of the event could not be determined, it was consistent with sample quality or the small sample volume factors. The investigation did not identify a product problem.